Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S.w version 4.11d. Retainer ring = black. Customer returned pump for an alleged possible under delivery and was hospitalized for high bgs found on (B)(6) 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of april 04, 2021, there was no bolus recorded daily total of bolus insulin delivered = 0 and no unexpected alarms/suspends noted. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery was not confirmed.

Event description:
Medtronic received information that a possible under delivery of insulin has occurred. Customer's blood glucose level was 559 mg/dl at the time of incident and 190 mg/dl at the time of call. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer was hospitalized fir high blood glucose event on (B)(6) 2021 for 7 days. Sensor glucose verses blood glucose value led to the event.